Event description:
It was reported that 3 bd discarditii 2ml with 24x1 leaked past the stopper. The following information was provided by the initial reporter: "while collecting the blood from the patients the samples leak out dropwise from the needle and tip, and also leak out between the plunger and the barrel".

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd discarditii 2ml with 24x1 leaked past the stopper. The following information was provided by the initial reporter: "while collecting the blood from the patients the samples leak out dropwise from the needle and tip, and also leak out between the plunger and the barrel".

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml from lot # 1093666 regarding item # 300844 with the reported issue that ¿while collecting the blood from the patients the samples leak out dropwise from the needle and tip, and also leaked out between the plunger and the barrel¿. The DHR of material number 300844 and lot number 1093666 was checked and no quality notifications were recorded on this lot. No samples and two photographs were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 300844 and lot number 1093666 for investigating the reported defect of leakage. None of the ten retention samples showed any leakage in them. The defect is not confirmed. The photographs sent by customer did not help in investigation of reported defect of leakage from the 2ml discardit. The defect cannot be confirmed. H3 other text : see h10.

Event description:
It was reported that 3 bd discarditii 2ml with 24x1 leaked past the stopper. The following information was provided by the initial reporter: "while collecting the blood from the patients the samples leak out dropwise from the needle and tip, and also leak out between the plunger and the barrel"